Event description:
It was reported that the patient was hospitalized on (B)(6) 2012, due to a local skin infection caused by a necrosis around the lead connection. The patient underwent surgery and got intravenous antibiotics. The stimulation parameters at the time of the event were as follows: "on;" left: 3,4volts, 185hx, 60usec.; right: 2, 55volt, 185hz, 60usec. The patient recovered from the event on (B)(6) 2010. It was also noted that the patient was on the following medications as of 2005: requip 8 mg, requip 4 mg, sinemet 100, otracel; as of 2008: domperidone; as of 2010: vancomycine, linezolid, dalacine; and doliprane as needed.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type extension; product ID 748251, serial# (B)(4), product type extension; product ID 3389-28, lot# b0846210k, product type lead; product ID 3389-28, lot# b0846209k, product type lead. (B)(4). (B)(6).